Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
It was reported in the initial report this the device was not a single use device. It has been updated to yes as this is a single use device. Additional information: subsequent follow-up with the reporter, additional information was received. The reporter clarified that there was no patient consequence as the hospital did not inform us about possible patient consequences; however, the hospital reported the incident directly to the swiss competent authority (swissmedic) and stated that there could be potential patient harm. Furthermore, the reporter stated that all information regarding the event has been disclosed. The reported did not know exactly if there was a delay in the procedure in regards to the time to take out the metal shedding by using another blades (same kind) with suction. The reporter stated that the procedure was completed by using another shaver blades of the same kind. It was reported that there was an alternative product readily available. It was reported that the event occurred during surgery. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation showed no anomalies on inner or outer plastic hubs. The inner blade and outer blade were inspected separately, the inner blade was found to have surgical debris on the distal tip. When the distal tip of the inner shaft was examined under magnification, together while rotating the inner blade, behind the (blade window view) showed some striation marks indicating excessive friction and that could be the section of the inner blade that was shedding off during use. Possible root cause could be that the device hit a hard surface, or an excessive lateral force was applied to the device during use, which could've lead to metal shavings as reported, confirming this complaint however, a specific root cause could not be determined. The DHR review indicated that this batch of devices was processed with 1 incident not related to the complaint condition therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly. Subsequent follow-up with the customer, additional information was received. The reporter clarified that most of the metal shavings were removed by shaver suction. However, there were some minor tiny pieces remained. It was reported that there were issues with metal shavings on both devices.

Manufacturer narrative:
(B)(4)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder repair, it was observed that there was metal shedding using the ultra aggressive plus 4.0mm 5pk in joint. According to the reporter, the event was noticed right away without force. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
First use in joint and right away metal shedding without forcing (as surgeon said). Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes. Additional information received on 10/11/2018. Product code (283429) was corrected to (283729).